Event description:
It was reported that this right ventricular (rv) lead was explanted due to tissue in helix which could not be cleaned out during implant procedure while repositioning this rv lead to the left bundle branch. A new lead with different model was implanted. No adverse patient effects were reported.